Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 231 mg/dl. During troubleshooting, customer reported that insulin pump did not receive a low battery alert prior to off no power. After troubleshooting, customer rewound insulin pump to get rid of closed circle and received an open circle. Customer reported that battery cap was damaged. Customer was advised that battery cap would be replaced.